Event description:
It was reported to boston scientific via an article published in the journal urology that a prospective clinical trial study was conducted, to compare the clinical outcomes of mini-percutaneous nephrolithotomy lithotripsy procedures in the treatment of kidney stones, using either a lumenis pulsed 100h laser console with 550 um fiber or a 1.5mm ems-nyon lithotripter. Enrollment for this clinical trial began in august 2020 and concluded in august 2023. A total of 40 patients, with mean age of 46 years old, were treated with the laser console and fiber at one institution in mexico. There were two events of a device malfunction reported for the laser console and fiber group which were the result of fiber burned damage. Following procedure, unspecified post-operative complications happened in 4 patients, and 2 patients experienced fever. No specific treatments were mentioned to be provided for the patients who experienced complications. However, all patients from both procedure groups were under general anesthesia and completed a prophylactic antibiotic therapy with a third-generation cephalosporin, analgesia with nonsteroidal anti-inflammatory agents, antispasmodic, and a single 8 mg dose of dexamethasone. Additionally, it was indicated that one of the patients was excluded from the study due to failure in the percutaneous puncture and hemorrhage, which prevented the procedure from proceeding to lithotripsy of the stone. This record addresses the post-operative patient complications under the console.

Manufacturer narrative:
Manzo, b. O., lozada hernandez, e. E., casale, a. R., jimenez, c.j., gomez, y. R., galvan, j. P., alarcon, p., flores, e., mendez, d. M., sanchez, h. M. (2025). Trilogy vs 100 w ho: yag laser for lithotripsy in mini-percutaneous nephrolithotomy: superior stone-free rates in a randomized controlled trial. Urology, 202. Https://doi.org/10.1016/j.urology.2025.04.005. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.